Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. Based on the legal manufacturer¿s investigation, it is likely the forceps was broken inside the channel at the first use due to user handling, and the piece of broken forceps remained in the channel which caused the event.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an egd (esophagogastroduodenoscopy) procedure, biopsies were performed and the forceps went just fine when placed into the patient. The second time, the user was advancing the forceps and experienced some resistance however, the forceps did advance. When the forcep came out the end of the scope into the patient, a little plastic ring came out and was able to be retrieved. There was no patient harm or impact reported. No user injury reported.